Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the 180-degree calcified right coronary artery. A 1.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during second inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).